Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell and pulled the driveline intensely and had a methicillin-resistant staphylococcus aureus (mrsa) driveline infection. There appeared to be redness, purulent drainage, and pain at the site. Rare growth mrsa was identified on (B)(6) 2022. The patient was taking doxycycline 100 mg by mouth two times a day for chronic suppression for 14 days until (B)(6) 2022. Light growth mrsa was identified on (B)(6) 2022.